Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion - olif at l3/4, l4/5. Intra-op, during hammering with grasping the shaft part below the nut of the inserter, a glove was caught in, and the shaft could not move. The inserter was removed once, and the cage was removed, but the shaft still could not move. Another inserter was used, but because the thread of the cage was broken and it could not be grasped, a new one was unpacked. A scrub nurse made the shaft move with using a remover and the glove which was caught in was removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis result: visual microscopic visual microscopic examination of the implant identified asymmetrical witness mark on the top face of the implant and stripped internal threads in the center threaded hole. These observations are consistent with significant impact during attempted implantation. If information is provided in the future, a supplemental report will be issued.